Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the patient experienced skin irritation at the pod site (arm), including itching, redness, and irritation, after wearing the pod for approximately 37 to 48 hours. The site became increasingly irritated, prompting removal of the pod. During a routine physician visit at (B)(6) hospital on (B)(6) 2026, the patient was reportedly diagnosed with skin irritation at the pod site shortly after the medical evaluation. The physician prescribed advantan, a topical fatty cream, to be applied to the affected areas. According to the report, the physician attributed the reaction to both the adhesive and extremely dry weather conditions. The pod had been discarded prior to the doctor¿s visit. No impact on the patient¿s glucose levels was reported, and insulin therapy was resumed with a new pod.